Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had scratches on screen as well as multiple rewinds and prime needed. Customer¿s blood glucose was unknown at the time of incident. Customer. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No rewind anomaly and prime/fill anomaly noted. Device received with minor scratches on display window noted. (B)(4).